Event description:
Complaint alleges that the skin stapler has jammed. There was no information given on the patient's condition.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528435 deroyal surgimate 35w 24/ case was received used, opened without the original packaging and lot # was not confirmed. The stapler was received with the remaining staples. During visual inspection, the components look well assembled and no staple was stuck in the tip of the cartridge. However there was one staple slightly misaligned found in the device. Failure mode jamming was not confirmed with sample received. A functional testing was performed and during the first two activations no staples could be loaded , due to the misalignment of a staple. The failure mode jamming was confirmed during the first two activations. Afterwards, the stapler was activated several times with the remaining staples and the device worked properly. Corrective actions are not required at this time. However, the manufacturer will continue to monitor and trend relating complaints. There are no accurate codes to describe the complaint was confirmed and not confirmed, and the root cause is unknown.

Event description:
Complaint alleges that the skin stapler has jammed. There was no information given on the patient's condition.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.